Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent fusion procedure at l4-l5 using posterior fixation. An unk time post-op, it was noted that the rods had migrated out of the inferior screws, and the setscrews were loose. The patient underwent a revision surgery.